Event description:
Procedure: bilateral temporal biopsy. Reportedly during the procedure, the drapes around the patient's face caught fire. The patient was being administered oxygen via nasal cannula. A cautery pencil was being used with the generator device. The pencil type is unknown. The patient was injured with second degree burns of the right ear, scalp and neck. Treatment for the burns was administered.